Event description:
I was present in the patient's room when the patient's iabp device suddenly stopped working, no ballon inflation. Device alarm present. Immediately requested spare iabp avalable on unit. Within a few minutes 2 additional device certified staff rn's in patient's room with spare iabp assisted in tranferring patient to backup iabp device. No issues. Patients vital signs remained stable. The backup device immediately started inflating, no alarms/no issues.======================manufacturer response for iabp, cs 300 (per site reporter).======================perfusion tech called the sales rep. Service technician called clinical engineering wanting to come out and look at pump.pump is still under warranty. Maquet will be called out to service machine now that it has been cleared for repair. According to clinical engineering department, this is the third failure for this pump in 14 months. The prior failure in september had the same error codes. Serious concern about the reliability of this pump.